Event description:
Customer reported via phone, he noticed insulin in the reservoir chamber. Customer's blood glucose was 257 mg/dl. Customer believed the leak might have been from the reservoir. Troubleshooting for leaks was not performed as customer had thrown out the reservoir. Customer is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.